Manufacturer narrative:
The investigation for the high purge pressure has been completed. The cause of the high purge pressure was not determined due to lack of product and data logs returned.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 34 year male was implanted with a impella 5.5 for a high risk cardiac procedure. It was reported that the patients purge pressure had increased over 1000 and purge flow less than 1. Tpa was started, as purge fluid and they were notifying us that they were changing back to bicarbonate solution since purge pressure had normalized and purge flow back to 5ml and purge pressure 480.

Manufacturer narrative:
D6b updated. The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.